Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the patient's system was explanted to address the issue.

Manufacturer narrative:
Patient's weight is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number 1627487-2024-00696, 1627487-2024-00697. It was reported the patient experienced pain located at the ipg site. It was reported the patient's leads had migrated. Surgical intervention may occur later to address the issues.